Event description:
It was reported that the screen flickered and the machine emitted smoke when the device was plugged in and turned on. The customer immediately cut off the power and deactivated the device. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Based on the information available, the cause of the reported issue is the device screen. Customer requested the philips authorized service provider to evaluate the device onsite. Device does not meet full specifications and kept out of use. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. H3 other text : customer requested authorized service provider to evaluate device onsite.

Event description:
It was reported that the screen flickered and the machine emitted smoke when the device was plugged in and turned on. The customer immediately cut off the power and deactivated the device. The device was in use on a patient and there was no adverse event to patient or user.